Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ¿alarms on the high/low keep going off.¿ there was no indication that the product caused or contributed to an adverse event. No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2017 with the following findings: a review of the pump black box cgm history showed several cs 0213/cs208 high and low bg alerts on the reported date. During investigation, no damage was observed to the battery cap or battery compartment. The battery cap attached securely to pump. During testing, the pump powered on with auditory and vibration alarms functioning to a blank screen. Further testing was not able to be performed due to the unrelated blank display. The complaint was not able to be adequately investigated. The pump was opened and moisture corrosion was found on the display screen and on the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.